Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. Additional tests were conducted and the reported issue could not be reproduced. The clamp was disassembled, connections and contacts were cleaned and reseated. No components have been replaced since the device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As per previous follow up report, the most likely root cause was an intermittent faulty connection between the clamp boards which was resolved by cleaning and reseating of clamp components.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). The clamp was replaced with another. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm did not clamp during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for investigation. Visual inspection did not reveal any defect/damage. A functional test was performed and no error message could be reproduced. Based on available information and functional test result, the most likely root causes is an intermittent faulty connection between the two clamp boards. Thus, the clamp boards will be replaced as potentially involved components.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the clamp was used on a cp5 and that the customer did not report any error message. In addition, it was communicated that the clamp should have closed following to a bubble or level alarm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.